Manufacturer narrative:
(B)(4) date sent 12/20/2024 d4 batch #186d67. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage with the firing knob forward and with a reload loaded in the device. The reload had the proximal 7 drivers up without staples, the remaining drivers down with staples present, the swing tab in the locked position and the cartridge deck damaged. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 186d67, and no non-conformances were identified. The lot#210d75 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, the stapler was reloaded with a blue 75mm reload for the third firing of the procedure. They were able to partially fire the stapler but it jammed early in the process. They were unable to move the firing handle down towards the distal tip so the stapler was removed and a replacement was obtained. The scrub techs confirmed the stapler was swished between firings in sterile water. There was no patient consequences reported. Procedure was completed with a delay of two minutes.